Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on (B)(6) 2024. The procedure was performed under local anesthesia. The image indicated that the entire amount of hydrogel was misplaced into the rectum. The patient was reported as stable; however, the radiation treatment was delayed due to this event.